Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with manual injection. Customer was high due to not changing out set when pump first alarm low reservoir. The customer reported via phone call indicating that the insulin pump alarm prime rewind and max delivery. Customer's blood glucose at time of incident was unknown. The customer stated that while priming new set insulin began to squirt out and pump alarm max fill. The customer was advised to change entire set out.